Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the neuron max system include, but are not limited to, vessel spasm, hematoma or hemorrhage at the site, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01404; 3005168196-2019-01797.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d), a penumbra system jet7 kit (kit) and, a neuron max 6f 088 long sheath (neuron max). During the procedure, while making an initial pass using the psr3d with the jet7, neuron max and, a non-penumbra microcatheter, the physician experienced resistance while attempting to insert the psr3d into a non-penumbra microcatheter and, therefore, the psr3d was retracted back into the delivery sheath. The physician then attempted to insert the same psr3d, but the same issue occurred. Therefore, the physician removed the psr3d and found the leading edge of the distal tip to be kinked. The procedure was completed using a new psr3d with the same jet7, neuron max and microcatheter. After the procedure, moderate vasospasm was present in the distal left internal carotid artery. It was also reported that the vasospasm occurred upon placing the neuron max. The vasospasm was considered resolved as of (B)(6) 2019.